Event description:
A customer reported that the cartridge was not fitting properly on the pump, leading to an incident where their blood glucose level exceeded 500 mg/dl. The customer addressed the high blood glucose by taking a corrective injection using multiple daily injections (mdi). Technical support guided the customer to check the pump and clean the pneumatic tap area, which resolved the issue of the improper cartridge fit. The customer was then able to reload the original cartridge and successfully resume insulin therapy.